Manufacturer narrative:
H3. Product analysis # (B)(4). ¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not opened due to damaged braid. In addition, the other end of the pipeline flex shield braid was found not fully opened due to damaged braid. No other anomalies were observed. ¿ conclusion: based on the analysis findings, the pipeline flex shield was confirmed to have failure/incomplete open distal (flex) as the distal and proximal ends of braid were found not fully opened due to damaged braid. However, the root cause could not be determined for damages. H6. Coding updated based on analysis findings and all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for cervical ica dissection. Landing zone (artery size): distal 4 mm and proximal 4 mm. The patient¿s vessel tortuosity was minimal. The device would not open on the distal portion. The physician could get the mid and proximal sections open but not the distal section. The pipeline looked pinched on angio so they decided to remove the device. A second pipeline was prepared per the IFU and was deployed in the patient. The pipeline used for an indication that is not approved (carotid dissection). The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. None of the techniques would open while still being able to resheath. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. Dapt (dual antiplatelet treatment) was administered (pru level not checked). Angiographic result post procedure: second device deployed to satisfaction. There were no patient symptoms or complications associated with this event.  Ancilary devices: guide catheter walrus 8f, microcatheter phenom 027 150cm lot 228199696

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.